Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited t-wave oversensing which led to intermittent loss of capture at previous settings. The lead configuration was changed to unipolar to alleviate these issues.